Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported filling cartridges with cold insulin. Customer was instructed to use room temperature insulin when loading cartridge per the user guide. System check was started with tandem technical support; however, customer declined to complete the check. Customer's blood glucose was 200 mg/dl at time of event. No additional information was provided.